Manufacturer narrative:
(B)(4).

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-01524.

Event description:
It was reported that a patient was in the emergency room for chest pain. The patient programmer was used to turn the patient's therapy off for an ECG (electrocardiograph). After the ECG when the therapy was turned back on, "they got ECG interference back" but the device light on the patient programmer did not come back on. It was unclear if the ECG interfered with the device, or the device interfered with the ECG. It was reported that the patient programmer batteries were replaced and the device light still did not come back on. The reporter stated that no blinking lights were seen prior to turning the therapy off. There were multiple attempts with the same result. It was reported that a healthcare provider would tell the patient to follow up with their neurologist. Additional information has been requested but was not available as of the date of this report. See MFR report # 3004209178-2013-01524. It was unclear which device was involved in the event.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v014583, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v014846, implanted: (B)(6) 2007, product type: lead. (B)(4).